Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va24xmm, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the surgeon had to place the device three different times. The first time it was hurting them so they tried implanting on the opposite side. That side was hurting as well so they went back to the original side. They felt a pain down their leg and in their groin on the same side as their implant. They wanted to turn stim off until they talked to their hcp. They were on program b at 4.5 and turned off. They followed up at 2 weeks post implant and the hcp said something was strange with "wire 3." The patient did not have any additional details. Patient services suggested that the hcp call technical services if needed. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the ins hurting the patient was that the patient increased stim on their own and the hcp had them decrease it. The pain did not resolve completely but was much better at the time of the call. It was clarified that there was an impedance on electrode 3 at the last office visit, the patient is a little unstable on their feet however there was no indication of a fall noted. They programmed around the issue with electrode 3 and it was resolved. No further device issue alleged / identified. No further patient symptoms or complications were reported.